Event description:
The customer reports that the hub separated due to pressure put on side clamp while closing the lumen.

Manufacturer narrative:
(B)(4). The customer returned one PICC 2-l catheter for evaluation. Signs-of-use in the form of adhesive residue was observed on the distal extension line. Visual inspection of the catheter revealed a hole on the distal extension line at the connection of the luer hub. The damage is consistent with a molding issue. The overall catheter body length measured 17.25" which indicates that at least 5.5" of the catheter body was not returned per product specification. The catheter body appeared to be cut short during the procedure. The inner diameter of the distal extension line measured 0.056", which is within the specification limits of 0.055-0.059" per the distal extension line extrusion graphic. The outer diameter of the distal extension line measured 0.09450", which is within the specification limits of 0.093-0.097" per the distal extension line extrusion graphic. The catheter was initially flushed using a lab inventory syringe to ensure no blockages were present. A block was found in the proximal line. The blockage was found to consist of biological material and was removed with a lab inventory wire. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into both extension line hubs using a lab inventory 10ml syringe. When pressurizing the distal extension line, water was observed leaking from the junction of the luer hub and extension line. A manual tug test confirmed the extension lines were fully secured within their luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The proximal extension line contained a small hole/separation adjacent to the luer hub. The appearance of the damage was consistent with a manufacturing related root cause. A non-conformance has been initiated to further investigate this molding issue. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates - extension line leak during use.

Event description:
The customer reports that the hub separated due to pressure put on side clamp while closing the lumen.